Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was determined to be a defective transmitter.